Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/09/2025, it was reported by a sales representative via phone that an ar-1588rt-2j tightrope ii rt, with deploying suture, had the tensioning suture break on implantation before having the chance to pull on the sutures. This occurred on the tensioning suture distal to the button. The broken suture was retrieved from the patient. There was a case delay of 15-20 minutes, with additional anesthesia administered in that time frame due to re-prepping the graft and opening an ar-1588btb-2j to complete the case. No adverse effects were reported on the patient. No photos were taken. This was discovered during a pcl reconstruction procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.